Event description:
The customer called to report high blood glucose. The blood glucose reading was 275 md/dl during the call. Troubleshooting was performed and the insulin pump did not pass the leadscrew test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.